Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201308324 on the lot# involved on a total of (B)(4) liners l1 + 6mm manufactured with this lot#. No other complaints reported on this lot#. We will send a final MDR once the investigation will be completed.

Event description:
Conversion from smr anatomic (implanted on (B)(6) 2015) to smr reverse prosthesis performed on (B)(6) 2017 due to l1 +6mm liner breakage. According to the info reported, patient is a (B)(6) year old with high activity level and was digging a hole when the incident occurred. Event happened in (B)(6).